Manufacturer narrative:
Zoll medical corporation evaluated the device and the multifunction cable and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. The device was recertified and returned to the customer. The clinical file from the event was not provided as part of this investigation. It's noteworthy to mention, per the r-series operator's guide, the r-series does not need any ECG electrode cable connected when using onestep pacing electrodes or onestep complete electrodes along with a onestep pacing cable. The onestep pacing cable must be connected to both the mfc and ECG connectors of the r series unit. But if a user connected the onestep mfc cable for pacing, they also need to connect the ECG electrode to capture the pacing. Additionally, if the p-leads are not making proper contact with the patient, the ECG signal may not be obtained or lost. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.